Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that during the implant procedure, this implantable cardioverter defibrillator (ICD) was connected to the implanted lead but did not function appropriately. The lead was retested with the pacing system analyzer (psa) with appropriate performance. The physician tried several more times to connect the device to the lead but the issues could not be resolved. A new device was provided to the physician and then normal function was observed. No adverse patient effects were reported. The attempted device was expected to be returned for analysis.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during the implant procedure, this implantable cardioverter defibrillator (ICD) was connected to the implanted lead but did not function appropriately. The lead was retested with the pacing system analyzer (psa) with appropriate performance. The physician tried several more times to connect the device to the lead but the issues could not be resolved. A new device was provided to the physician and then normal function was observed. No adverse patient effects were reported. The attempted device was returned for analysis.